Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# hg2z7cv03 serial# implanted: (B)(6) 2019 explanted: product type catheter product ID neu_unknown_prog, serial# unknown. Product type programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported there was suspected catheter trouble. The date of incidence was not provided. Contrast examination and "ri" examination were being performed, and "the amount of bolus had been confirmed." The event was considered not serious. The outcome was unknown as of (B)(6) 2020. The event was considered unknown if related to the catheter, pump, programmer, or surgical procedure. There were no reported symptoms. Further complications were not reported. Additional information was received. The indication for use was cerebral palsy. The daily dose was 360 mcg. It was indicated on (B)(6) 2020, gabalon was administered at 150 mcg/day. The concentration was changed from 0.05% to 0.2% at the time of refill, but it seemed the bridge bolus was not set, so drug was administered at 600 mcg/day. On (B)(6) 2020, hallucination and visual hallucination were observed. When a check was performed, a mistake in the setting was noticed and reducing the dose was started. On (B)(6) 2020, potentiation of spasticity was observed as the dose was reduced, so the dose was maintained at 360 mcg/day. Catheter examination was performed just in case; no abnormality was found in the catheter. The attending physician's assessment indicated the hallucination and visual hallucination may have been observed because four times the expected amount of drug solution was administered. Tolerance was suspected because the dose could not be reduced from 360 mcg/day, but catheter examination was performed for confirmation. The outcome of the suspected catheter trouble adverse event was considered recovered, and not considered to be causally related to the drug, catheter, pump, programmer, or surgical procedure. The hallucination and visual hallucination adverse events were considered recovered as of march 2020. These events were considered not serious. The events were considered to be causally related to the drug and surgical procedure, and not causally related to the catheter, pump, or programmer.

Event description:
Additional information was received. It was indicated multiple doctors performed programming and the facility used both the 8840 n'vision and a810 clinician programmer application, so it was unknown which programmer had been used when the drug concentration was changed in january 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.